Event description:
Bbraun pump, serial # (B)(4). IV fluids infusing through bbraun pump into peripheral IV of a (B)(6) week infant. Volume to be infused never decreased over an hour. When checking the pump to determine the amount infused, the pump would not power off, place on hold, or display menu. The pump showed that the pump was still running even when the IV tubing was removed. We were unsure of the amount the infant received. This was the infant's only nutrition and IV fluids running.